Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller missing a pin from its white power cable was confirmed, as the returned system controller (serial number (B)(6) was observed to have had a pin missing from its white power cable upon arrival. The missing pin correlates to one of the controller¿s negative power lines. The controller was functionally tested and failed one continuity test due to its missing pin, but otherwise functioned as intended and operated a mock loop throughout all testing. A log file was extracted from the controller during testing; however, no atypical events were observed. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pin of the white power cable of the system controller was missing or broken. The system controller was replaced.